Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that during a procedure to explant this implantable cardioverter defibrillator (ICD) due to normal battery depletion, the header separated from the case. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case confirmed that the header was lifted from the device case. Analysis determined that the damage was induced as indicated by the tool marks on both sides of the header and that the damage occurred during explant. The device was then exposed to simulated heart load conditions, and the defibrillation, right ventricular pacing, and sensing functions were tested. The device operated appropriately with no interruptions in therapy output at the returned programmed settings.